Event description:
Customer reported hospitalization due to high blood glucose. Customer has been experiencing highs and lows for two to three weeks. The current blood glucose reading is 249 mg/dl. The blood glucose reading at the time of the event was over 500 mg/dl. Customer's husband couldn't get her out of bed, the paramedics were called. Customer was transported to hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.